Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during programming, an infection was discovered at the ipg site. As a result the patient was prescribed antibiotics.

Event description:
Additional information received, identified the infection was resolved.